Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 56 colony forming units (cfus) of aerob-mesophile microbes. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the initial report and provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 02/21/2025. Corrected fields: b5, g2, h2. Based on the results of the investigation, there could potentially be a correlation between the product and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks, foreign objects in channels) could be a source of microorganisms. The complaint investigation reviewed the customer provided cds processes where information to judge deviation from the instructions for use (IFU) was not identified. A root cause could not be determined. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 14 cfu. Bacterial identification: bacilus species, filamentous fungi, bacilus ichenilormis, staphylococcus warnei, escherichia coli. The device was evaluated where foreign material was found in the air-water cylinder and air-water channel. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device air/water tube and cylinder had foreign objects. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The complaint was reported for the issue of ¿56cfu aerob-mesophile pooled sample - no indicator germs hmi test failed validation". The device was returned to olympus for inspection and the reported failure was not confirmed. Olympus was not able to confirm the customer failure. Based on the results of the investigation, a root cause could not be identified. Olympus hmi results 1st sampling: conform. Sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: dermacoccus sp; bacillus cereus; bacillus species; peribacillus sp. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 02/28/2025.

Event description:
No additional information provided by the customer.